Event description:
The trocar that is used for making an opening through the staple line of the previously stapled colon for the handle end of the instrument was cleanly broken in two. Before it broke, the spike made the appropriate hole in the bowel and she re-seated the anvil into the handle and proceeded to fire it without a problem.